Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: nephrectomy. According to the reporter: there was difficulty in retrieving the specimen from patient. A surgeon rotated it with some pressure the bottom part of the bag got broken. Operating time extended: more than 30 min. Additional tissue resection: no. Pieces fell into the cavity and could be retrieved. No bleeding.